Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the individually wrapped dressing was less than half, and it felt like it burned out in the middle. The product was not used. Photographs depicting the issue were received from the complainant.